Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00094. The pt was implanted with two percutaneous leads on (B)(6) 2010. It was reported that he lost stimulation. A diagnostic test revealed invalid impedance readings on all contacts for one of the two leads. Surgical intervention was undertaken on (B)(6) 2010 to replace the impacted device, and effective stimulation was recaptured as a result. It is unk from which lot the lead in question originated; therefore both lots are being reported.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.